Event description:
Consumer reported that she had mentor saline breast implants implanted 4 years ago. After the first 2 years they ruptured and had to be replaced. After another 2 years, those ruptured also. She said her physician told her that he has stopped using that brand because of so many rupture problems.